Manufacturer narrative:
The broken point related condition is typically caused by dropping the device or the tip of the device is forced against bone while trying to pass the device through tissue. Unrelated, device also has a bent shaft.

Event description:
It was reported that upon inspection of the bird beak, it was found to have a broken tip. This was noticed at the distributor office. The device was last used in a rcr procedure. No attempt was made to retrieve the broken fragment as it was too small to be noticed. Updated information obtained nov. 7, 2018: upon receipt of the complaint device it was discovered that the original lot number reported (lot 82809) was incorrect. The correct lot number of the complaint device which was returned to arthrex is lot 13239.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that upon inspection of the bird beak, it was found to have a broken tip. This was noticed at the distributor office. The device was last used in a rcr procedure. No attempt was made to retrieve the broken fragment as it was too small to be noticed.